Event description:
It was reported after having the implantable neurostimulator (ins) implanted, the patient's symptoms of muscle rigidity in the legs had not improved. The muscles of the patient's legs still felt rigid. On (B)(6) 2014 the patient had programming done and the adjustments were made. The left side was programmed at 2.3 volts, 145 hertz, and an impulse width of 70. The right side was programmed at 2.8 volts, 145 hertz, and an impulse width of 90. The symptom would be well controlled in the first 3 days after programming, but would return after the 3 days. The patient took madopar, which could control the symptoms for approximately 2 hours. The patient suspected the cause was due to a "product quality problem," since the ins did not have an effect. It was unknown if the patient was receiving effective therapy and there were no plans to have further programming done.

Manufacturer narrative:
(B)(4).